Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned/non-emergency treatment. The procedure was completed by restarting the system. The philips field service engineer (fse) examined the system onsite and confirmed that system unable to perform x-rays. Review of the log files shows some failed fluoroscopy due to a temporary generator/tube error. Upon troubleshooting fse found it's a one-time occurrence and the problem caused by power unstability from hospital mains. Fse checked the tube cooling status, inspected the tube for arcing, checked for leaks, and among other things, checked the system status and condition, made couple of scopies and expositions, some long ones to warm the tube and identified no problem found. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to perform x-ray issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to perform x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.